Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for an impedance spike. It was noted that the spike may have been due to fluid accumulation and that no intervention was required. The lead remains in use. No patient complications have been reported as a result of this event.